Manufacturer narrative:
The ge representative conducted an onsite investigation. The high voltage regulator board was replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported that the 9800 system displayed a ma sensor error message and then locked up. No patient injury was reported.